Event description:
Country of complaint: (B)(6). The thread breaks very easy while doing a rethoracotomie.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened units. There are no previous complaints of this code batch. There are no units in OEM stock. Received 10 closed samples and one box of steel wire of ethicon. Tested the linear pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. As stated in the instructions for use of the product: "when working with steelex, sternum set or earset, special care should be taken to avoid crushing or bending by surgical instruments such as forceps or needleholders." Final conclusion: although the results of the samples received fulfill specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.